Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella rp for mechanical circulatory support. While on support, the patient was vented under sedation and was on multiple pressors. It was reported that blood ¿blew¿ from chest tubes. The patient was given blood transfusions and bleeding slowed down overnight. The patient was successfully weaned from the impella and the device was explanted. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.